Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient had an unrelated surgery on (B)(6) 2020 during which the ipg was not put into surgery mode. After the surgery, the ipg was unable to communicate with external devices. Troubleshooting did not resolve the issue. Surgery may occur to address the issue.